Event description:
During a procedure, when the surgeon pulled the trigger to open the jaws, a piece fell off in the pt. He retrieved the piece and finished the procedure with another like instrument without any pt harm.

Manufacturer narrative:
The complaint is confirmed, the flare is detached from the cutting forceps and returned with the device, the flare is split length wise, cannot see any residual adhesive on the flare, MFR date of the device indicates it was produced prior to the implementation of the corrective action for this failure mode.